Event description:
The customer reported that the intellivue x3 patient monitor failed to alarm for saturation (spo2). The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving patient or user was reported.

Event description:
The customer reported that the intellivue x3 patient monitor failed to alarm for saturation (spo2). The device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving patient or user was reported.